Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the event (no image displayed) occurred due to a communication failure caused by the cable twisting and an internal disconnection of the cable. The final root cause as to why the cable was disconnected could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the hd camera head is unable to display image. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.